Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issues. A review of the complaint history did not identify a lot specific issue. Based on the available information, a cause for the difficult or delayed activation (clip deployment) could not be determined. The reported single leaflet device attachment (slda) was a result of the reported difficult or delayed activation (clip deployment). There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulties deploying the clip and clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An ntw clip was implanted at medial a2p2. A second clip delivery system (cds) was advanced and placed on lateral a2p2. During deployment while retracting the actuator knob, the delivery catheter (dc) became caught on the edge of the clip. Several maneuvers were employed, gently rocking the steerable guide catheter (sgc), and ensuring the cds was coaxial to the clip. The cds shaft was eventually freed from the clip; however it was noted the clip detached from the anterior leaflet (single leaflet device attachment (slda). Another clip was placed lateral to stabilize the slda clip, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.